Manufacturer narrative:
Correction: type of investigation should be 3331 - analysis of production records.

Event description:
Related manufacturer reference number: 2017865-2021-36910 and 2017865-2021-36911. It was reported that the patient's pacemaker system had an unspecified infection. Additionally, the pacemaker had a set screw failure. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.